Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan otr pump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed three separations. Testing revealed these to all be sites of leakage. Microscopic examination of the separation noted on the longer length pump exhaust tubing had a rough and irregular texture, indicating stress was exerted. Microscopic examination of the separation noted on the shorter length pump exhaust tubing had a group of striations, indicating contact with unshod instrumentation. Microscopic examination of the separation noted on the bladder of cylinder 2 indicated that it had a melted appearance, indicating contact with a cauterizing tool. Partial separations within abrasion were noted on the shorter length pump exhaust tubing and on the pump inlet tubing. Testing revealed these were not sites of leakage. Partial separations were also noted on the longer length pump exhaust tubing. Testing revealed these were not sites of leakage. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the cylinder bladder and on the shorter length pump exhaust tubing most likely occurred during the explant of the device. These separations are not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing at this site. A separation of this type would when allow the loss of fluid, making the device inoperable.

Event description:
Additional information indicated the physician wasn't able to find a point in the system where there was a break. The pump was pumping but no fluid exchange was occurring.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, implant stopped working. Blood found in implant while removing. The reservoir remained and the device was explanted and replaced with another inflatable device.